Manufacturer narrative:
Similar product to 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported two hundred thirty-one false positive results with the ID now covid-19 2.0 assay performed between (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test sixty-seven of two hundred thirty-one with an unknown lot number. The customer reported a false positive result with the ID now covid-19 2.0 assay performed on a direct-tested nasal swab. Confirmation testing via cepheid pcr was performed using an unknown sample type and generated a negative result. The customer stated that no patient information is available. Although requested, no additional information was provided.